Manufacturer narrative:
(B) (4) suspected positive bi.

Event description:
A customer alleged an event of suspected positive biological indicator (bi). No injuries were reported from the unrecalled load. The customer reported that the results were negative for the bi at 24 hours; however it turned positive at the 48 hour mark.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history review) for the cyclesure biological indicator (bi) and was found to mee all required specification without any manufacturing nonconformities at the time or release for shipment. The service and complaint history for the cyclesure bi did not reveal a trend for suspect positive bi. Trending analysis for suspect positive bi issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) is reported to reveal a low-safety risk to the user. The hhe (health hazard analysis) is considered to have a none/ negligible risk. There is no report of the any sterilizer malfunction during the cycle of which the reported bi was used and therefore it is unlikely that the positive bi result was attributed by the sterrad sterlizer. The incubation temperature was set to the required specifications. The chemical indicator changed color from red to gold indicating exposure to hydrogen peroxide. The processed and subsequent processed bis were negative. The tray was not defined, however, the load contents were reviewed and appear compatible with the sterrad system. The load was not recalled. Based on the information available a definite root cause to the reported issue is not determined as a thorough investigation and testing could not reproduce the reported issue of a positive bi result. There were no problems found with the retain samples from the reported lot. Asp will continue to track and trend.